Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console occasionally generated a gas loss alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer agreed to proceed with troubleshooting as if it were a femoral insertion. The alarm was reviewed as well as checking for blood in the tubing and using the "iab fill" and "start" keys to resume therapy. The customer noted that the iab had been inserted more than 14 days ago and they suspected a kink was occurring every time the patient had arm movement. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).